Event description:
The facility reports two staff members were showering the resident. The resident, who normally lies in the fetal position, was facing the mast assembly. She was lying on her right side and rolled towards her left shoulder, after which she landed on her right side, partially on the floor and the legs of the unit. The resident sustained superficial abrasions on both shoulders. No treatment was given.

Manufacturer narrative:
An arjo investigator examined the device and found several paint scuff marks on all three mattress assemblies (opposite caregiver's position). Right and left handle bars, both foot supports, and the handle covers were missing. The safety belts were slightly frayed. The handles were found removed from the unit but were reinstalled prior to the completion of the report. The lift was used with no extremities raised, and the safety strap installed on the outer-most connections. The unit operated without any noted defects. The MFR will provide their conclusion and advised follow-up actions upon completion of their investigation activities.